Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient, with an implantable infusion pump for spinal pain indications, regarding an ex ternal device. The patient reported it takes a long time to deliver a bolus. The patient added it takes them about 10 minutes to deliver a bolus. The patient services specialist (pss) reviewed information and was about to attempt troubleshooting the device, but the patient did not have it with them at the time of the call. The patient was instructed to call back for further troubleshooting.

Manufacturer narrative:
Corrected h7 and h9. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for spinal pain indications for use. It was reported that 'since day one,' they have been having issues connecting to their pump to bolus. The patient stated that it took 'maybe 30 seconds to 2 minutes' before they can get it to start trying to connect, and when it did start, it hangs at 90% for a long period of time. The patient mentioned that their healthcare provider had a hard time getting the equipment to connect to the pump yesterday at their appointment. The patient stated that 'it¿s so encumbering to do that I don't do them,' in reference to not attempting to use equipment and being without boluses they do like because of the difficulties using the equipment. The agent reviewed clearing the data and the patient understood and consented. Before clearing, the data was 758 kb. The patient was able to successfully connect and bolus with telemetry delay, and connection time improved when connecting again after data was cleared. The patient inquired if clearing the data will help the difficulties before and after the percentage gets to 90%. The agent reviewed considerations, and the patient agreed to monitor and call back for assistance as needed.

Manufacturer narrative:
Continuation of d10: product ID: a820, product typez; software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.